Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the end tidal c02 is showing non reactive. The field service engineer evaluated the device and upon visual inspection the unit shows the port pushed in. There was no patient impact.